Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, middle shaft and the remainder of the device were checked for damage. The outer sheath showed no damage. The mid-shaft showed no damage. A .035 guidewire was inserted into the device and transcended through the device with no hesitations or restrictions. The wheel guard was intact and the pull handle was at the starting position. The stent was returned outside of the device with no damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent inadvertently deployed. A 8 x 40 x 75 innova stent was selected for a procedure in the external iliac. When the stent was loaded onto the wire, it started to deploy. This occurred during introduction outside the patient's body. The stent was removed from the wire and the procedure was completed with a different device. There were no patient complications and the patient was fine.